Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the high ra lead thresholds are due to patient characteristics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited high thresholds since implant and low amplitude p-waves. In addition, it was reported that the patient¿s right ventricular (rv) lead exhibited occasional undersensing during a ventricular fibrillation (vf) event. The vf was still appropriately detected and treated. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that multiple atrial tachycardia/atrial fibrillation episodes appeared to be double counting on the ra lead.